Manufacturer narrative:
Date of event: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient needed help adjusting their stimulation. Patient's urine just comes out at night, and they have to wear pads. The doctor doesn't seem to be able to help, the doctor told patient to call medtronic to get help in making adjustments to the settings. In 2019 they turned stimulation down to 1.2 because their urethra hurt. In (B)(6) 2020 they turned up to 1.3 because urine coming out before getting to the bathroom. (B)(6) 2020 urine coming out before getting to the bathroom. Turned stimulation up to 1.3 (B)(6) 2021 turned stimulation up to 1.4 because urine was coming out. (B)(6) 2021 turned stimulation down to 1.3. Urine coming out before getting to the bathroom and irritated down there too. (B)(6) 2021 turned up to 1.4. (B)(6) 2021 had stimulation turned up to 1.5 and that was the last time the patient changed the settings. Patient went to doctor (B)(6) 2022. Troubleshooting walked caller through checking their settings and their stimulation was turned off. Patient didn't know their stimulation was off. Troubleshooting walked caller through turning on the stimulation and increased stimulation. Patient will maintain stimulation level and will continue to track symptoms. Confirmed comfortable stimulation in bicycle seat area.